Manufacturer narrative:
Following investigation, it was determined this implant is no longer subject of the complaint. The initial medwatch was sent in error.

Event description:
Following investigation, it was determined this implant is no longer subject of the complaint. The initial medwatch was sent in error.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04018, 0001825034-2019-04020, 0001825034-2019-04021, and 0001825034-2019-04022. Concomitant medical products: unknown oss yoke, catalog#: ni lot#: ni; unknown oss bushing catalog#: ni, lot#: ni; unknown oss bushing, catalog#: ni, lot#: ni; unknown oss tibial insert, catalog#: ni, lot#: ni; unknown oss femoral, catalog#: ni, lot#: ni; unknown oss tibial tray, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee procedure. Subsequently, the patient was revised after the oss yoke disengaged from the tibial tray.